Manufacturer narrative:
This supplemental report is being submitted to include the results and conclusions codes as per the completed manufacturer's investigation. The summary of the manufacturer's investigation remains unchanged and is provided in the initial report.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The following fields have been populated: d8. Correction to g3 of the initial medwatch. The aware date should be 27-jul-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was received by the manufacturer for annual inspection. During inspection, deep scratches on the top surface of the device were identified. The locking latch of the video connector was also found to be worn and causing a loss of image when wiggling the pigtail. A review of the device history record (DHR) did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The following statements about the video processor are included in the instructions for use (IFU): "do not use a pointed or hard object to press the buttons on the front panel and/or keyboard. This may damage the buttons." "Do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur." The following statements about the connection/disconnection of the video connector are included in the instructions for use (IFU): "push the video connector of the videoscope cable exera ii into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the "up" mark points upwards." "Push the video connector into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the "up" mark points upwards." "Push the video connector of the camera head or the oes video converter into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the "up" mark points upwards." "When a visera endoscope, oes video converter, or camera head is used, disconnect the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down." "When an evis series endoscope is used, disconnect the scope side connector of the videoscope cable and place it on the scope cable holder. If disconnecting the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down, place it on the side of the scope cable holder." The root cause could not be identified. Probable causes include excessive force applied or deep impact during handling, misuse while disconnecting the video connector, and failure in connection of the electrical contacts due to the wearing away of the video connector causing loss of image. Olympus will continue to monitor the performance of this device. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. Actions are being taken to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
During annual inspection of the evis exera iii video system center by the manufacturer, deep scratches on the top cover were found and there was a worn out lock latch on the video connector causing loss of image when wiggling the pigtail. There was no patient involvement with this event.